Event description:
Patient here for cystoscopy, tension free transvaginal tape (tvt) sling. Surgeon attempted to insert bard adjust sling and sling broke. Sling and all pieces removed. A new sling from the same company was used without issue. No patient harm.